Manufacturer narrative:
(B)(4).

Event description:
It was later reported that there was a mild increase in the right ventricular lead impedance and that there was noise on the electrogram. It was thought that the lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was oversensing on the right ventricular lead with 653 short v-v intervals recorded in the previous 30 days. It was also reported that the physician planned to have therapies turned off and patient is to wear a life vest until the lead can be replaced. The lead remains in use. No patient complications have been reported as a result of this event.